Event description:
It was reported that the patient was septic. Due to the sepsis, the healthcare provider was planning to remove the pump. It was uncertain if pump would be removed immediately/emergently, or if the patient would be weaned from medications prior to explant. The medication in the pump was baclofen. Patient outcome was not provided

Event description:
The patient experienced symptoms of septic bacteremia/septic hematoma. The patient was hospitalized. A catheter revision was performed in (B)(6) 2012; no changes. The pump and catheter were explanted in (B)(6) secondary to infection. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).